Event description:
The customer called for assistance with an infusion set change. The customer then stated that he was asleep last night and woke up to six paramedics at his house. The insulin pump was on the floor and the infusion set had been removed. The customer appeared to be confused during the call, but was able to assist with the infusion set change. The customer's blood glucose reading was 389 mg/dl, and he was able to treat with a bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.